Event description:
A flo-gard 6301 was reported to overinfuse during pt use. It was reported that the pump was in piggyback configuration but it is not known which channel was being used. The secondary bag was 100ml of an unk solution. The secondary infusion was programmed for 25ml/hr with unk vtbi and the primary flow was programmed for 250ml/h with unk vtbi, the primary solution is also unk. When pt complained of a burning sensation at the injection site, the nurse noticed that after one hour of use the entire 100ml secondary bag had infused instead of the intended 25ml. The pt is reported to be in fine condition, and no medical intervention was reported. Although attempts were made to obtain additional info from the reporting facility, details were not available regarding pt, medical intervention, age of pt or the medication involved. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.